Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non-boston scientific implantable cardioverter defibrillator (ICD) exhibited gradually increasing shock impedance measurements. Out of range measurements greater than 125 ohms were observed in rv to svc programmed vector. Measurements were in the 77 to 120 ohms range in rv to can, svc to can showed measurements in the 64 to 99 ohms range. The lead was currently programmed to triad and measurements were within normal limits 90 ohms. Technical services (ts) discussed what is normal for each vector and referred the health care professional (hcp) to the non-boston scientific manufacturer for more information related to the ICD and how it delivers high energy in the presence of high impedance measurements. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non-boston scientific implantable cardioverter defibrillator (ICD) exhibited gradually increasing shock impedance measurements. Out of range measurements greater than 125 ohms were observed in rv to svc programmed vector. Measurements were in the 77 to 120 ohms range in rv to can, svc to can showed measurements in the 64 to 99 ohms range. The lead was currently programmed to triad and measurements were within normal limits 90 ohms. Technical services (ts) discussed what is normal for each vector and referred the health care professional (hcp) to the non-boston scientific manufacturer for more information related to the ICD and how it delivers high energy in the presence of high impedance measurements. No adverse patient effects were reported. This device remains in service.